Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a total knee originally done on (B)(6) 2017. He revised the tibia baseplate and insert to a universal baseplate and stem. Surgeon said the patient had limited range of motion, one or two manipulations. When he went in, he noticed the tibial bone quality was poor and the tibia had a fracture anterior below the baseplate. He noted the baseplate didn't appear loose. Operative side is right.

Manufacturer narrative:
An event regarding revision due to reduced range of motion (rom) involving a triathlon insert was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: extensile exposure required for knee arthroplasty is a frequent cause of scar tissue formation with stiffness in the knee as adverse outcome. Manipulation of the knee under anesthesia at a relatively long time after surgery resulted in a periprosthetic fracture around the baseplate requiring revision with local osteoporosis as further contributing factor. Device history review: indicate all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: extensile exposure required for knee arthroplasty is a frequent cause of scar tissue formation with stiffness in the knee as adverse outcome. Manipulation of the knee under anesthesia at a relatively long time after surgery resulted in a periprosthetic fracture around the baseplate requiring revision with local osteoporosis as further contributing factor. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised a total knee originally done on 3/16/2017. He revised the tibia baseplate and insert to a universal baseplate and stem. Surgeon said the patient had limited range of motion, one or two manipulations. When he went in, he noticed the tibial bone quality was poor and the tibia had a fracture anterior below the baseplate. He noted the baseplate didn't appear loose. Operative side is right.